Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being shocked three times by the implantable cardioverter defibrillator (ICD); however, a device report shows the patient only received one shock. The patient reports having a fever at the time of the shock therapy. The patient was concern that the device was not working properly. A follow up with the patient¿s healthcare provider was not possible. The device remains in use. No further patient complications have been reported as a result of this event.